Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated for the last week they had been trying to charge their controller, but the controller wouldn't charge from the ac power supply. Patient said the controller was coming on saying needed to be charged, so they put controller on charge in 3 different outlets, but now the controller wasn't doing anything. Patient plugged controller in to ac power without the battery pack, but patient said the screen didn't turn on and there was no green light on the power supply. Patient then tried plugging controller into another outlet, but said the green light was still off. An email was sent to the repair department to replace the ac power supply.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.